Event description:
A malfunction was reported with a specific error code, malf 12, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, effectively resolving the issue, and was instructed to call back if the problem recurred. The customer acknowledged the instructions and continued using the pump.